Event description:
The facility stated a silicone lens model aa4203tl was unable to advance through the cartridge during implantation. There were no pt injuries noted and the facility believes there was a cartridge malfunction.